Event description:
Driver broke off into implant.

Manufacturer narrative:
Report was opened on 05/13/2026. Reportability assessment was processed incorrectly not allowing the automation of the complaints system to not generate the record accordingly. After a review of the record, the processor corrected the processing error and to which created the record.

Event description:
Driver broke off into implant.